Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving high bg readings from her dario meter compared to her doctor's meter and her sister's meter. The user stated that this could cause hypoglycemia from taking insulin due to an incorrect bg reading.